Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the wire coming from the back of the vibration box is starting to come loose. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (loose wire) has been confirmed. As received the cable running from the distribution mode to electrode nodes a and b to the front therapy electrode was damaged, exposing wires between electrode nodes a and b. The exposed wires are a result of the cable being pulled from the strain relief. The root cause of the pulled cable cannot be positively identified, but is likely a result of excessive force. No adverse event resulted from the damage cable. The pt received a replacement electrode belt.